Manufacturer narrative:
(B)(4). Retainer ring = missing customer returned pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2021. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, overlay scratched, corroded battery tube, missing o-ring (reservoir tube), and broken reservoir tube lip. Missing retainer ring confirmed. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had damage. No harm requiring medical intervention was reported. The customer will discontinue to use the device.